Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer 4 failed to open and the screen did not progress. Customer stated that the drawer was not selected on the drawer selection page. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open and the screen did not progress. A technical support specialist (tss) identified that the drawer had not been selected on the drawer selection page. The tss configured the drawer. The system functioned as intended after technical support specialist troubleshot the device.